Event description:
During acl procedure, pump continuously ran from the start of the case and immediately filled the thigh and calf with fluid, registered high pressure. The fluid chamber filled with fluid and still kept on pumping. Procedure converted to gravity feed and delayed over 30 minutes. Company representative reported no injury during the case and the pt currently in good condition. This device is used for treatment.